Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 7084927, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.